Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two damage infusion set tubing events on 22-sept-2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.